Manufacturer narrative:
Unable to verify complaint.

Event description:
An 85 yr old pt was found pulseless and without respiratory movement. Acls was initiated. The rhythm noted was ventricular fibrillation. The physician charged the unit to 200 joules, and the paddles with conduction medium were placed on the pt's chest. The discharge buttons were depressed simultaneoulsly and the screen indicated that 200j were delivered but there was no movement noted on the pt. The defibrillator was then charged to 300j and 360j with the same results (no pt movement during defibrillator discharge). The complainant indicated that there was a "smell of skin burning" after each discharge. Another unit (MFR unknown) was obtained with "proper results". The pt expired after 20 minutesd of acls. The complainant has indicated that the reported malfunction did not contribute to the pt outcome.